Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, the right atrial (ra) lead was noted to exhibit noise oversensing, resulting in pacing inhibition and inappropriate automatic mode switch (ams). The right ventricular (rv) lead also demonstrated noise oversensing, leading to pacing inhibition. The noise was attributed to an insulation breach. The ra and rv leads was explanted and replaced. The patient was in stable condition throughout the procedure.